Manufacturer narrative:
(B)(4). The customer returned one catheter and product lidstock for analysis. No definite signs of use were observed on the returned components. Visual analysis of the catheter revealed no obvious defects or anomalies. The total length of the catheter body measured to be 208 mm, which is within the specification of 201.5 mm - 210.5 mm per product drawing. The outer diameter of the catheter measured 1.71mm which is within the specification of 1.65mm - 1.75mm per product drawing. The returned catheter was tested per bs en iso 10555-1 section 4.7.1 (amrq-000071) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter was connected to lab leak tester and pressurized to 300 kpa for 30 seconds. No leaks were observed from any region of the catheter. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "do not secure , staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations.". The customer report of a leaking catheter could not be confirmed through the investigation of the returned sample. The catheter passed all relevant visual, dimensional, and functional requirements. No leaks were observed on any portion of the catheter when tested in accordance with iso 10555-1. Therefore, based on the customer report and sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "after placement of the catheter, when the user connected a syringe to the hub of the catheter and pulled the plunger, air was aspirated. Therefore, the catheter was removed and replaced with a new one, by which the procedure was completed without problem. The sure plug, a closed infusion system product by terumo japan, was attached to the hub at that time. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after placement of the catheter, when the user connected a syringe to the hub of the catheter and pulled the plunger, air was aspirated. Therefore, the catheter was removed and replaced with a new one, by which the procedure was completed without problem. The sure plug, a closed infusion system product by terumo japan, was attached to the hub at that time. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".